Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2017 with the following findings: a review of the pump¿s black box history showed pump reboots had occurred. A visual inspection of the pump showed the battery compartment and returned battery cap were undamaged; the battery cap secured properly to the pump. The battery cap contact height and width measurements were found to be within specification. The pump powered on with audible tone and vibration alerts functioning; the display remained blank. There was moisture observed in the display. A leak test revealed leaks at a crack in the case. The pump case was opened, and there was moisture damage found on printed circuit board. Evaluation revealed the blank display was due to moisture damage. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.